Event description:
It was reported through a remote transmission the patient's pacemaker exhibited noise over-sensing. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.